Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0xc9r, implanted: (B)(6) 2015, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # va0xc9r, implanted: (B)(6) 2015, product type lead; product ID 3389s-40, lot # va0y0ua, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A manufacturing representative reported the patient had an infection at the scalp. The left lead and stimloc were explanted. The rest of the system on the left side was going to be salvaged if possible. After removing the lead, the scalp area and burr hole underwent debridement. The patient was undergoing antibiotic treatment. The patient¿s indication for use is parkinson¿s disease and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.